Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 225 mg/dl. The customer was assisted with troubleshooting. The customer also reported that the troubleshooting was performed for blank display. Display returned after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.